Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Detailed analysis did confirm helix difficulty and the observation of a deformed helix tip. Furthermore, helix tips which are deformed to the point of inhibiting extension/retraction of the helix are a known risk for active fixation leads. Furthermore, the lead passes the electrical continuity test indicating conductors are intact and stylet insertion test indicating no blockage in the lumen.

Event description:
It was reported that this brady lead was not successfully implanted due to an unknown product performance anomaly. A new lead with the same model was implanted. No adverse patient effects were reported. Additional information indicated that the helixes had bent after multiple attempts.

Event description:
It was reported that this brady lead was not successfully implanted due to an unknown product performance anomaly. A new lead with the same model was implanted. No adverse patient effects were reported. Additional information indicated that the helixes had bent after multiple attempts.

Event description:
It was reported that this brady lead was not successfully implanted due to an unknown product performance anomaly. A new lead with the same model was implanted. No adverse patient effects were reported.